Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that device entrapment occurred. The non-stenosed target lesion was located in the moderately tortuous and non-calcified aorta. A 7.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. During removal, the catheter became stuck with the non- boston scientific guidewire and could be removed alone. The procedure was completed with a different device. There were no patient complications as a result of this event.

Event description:
It was reported that device entrapment occurred. The non-stenosed target lesion was located in the moderately tortuous and non-calcified aorta. A 7.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. During removal, the catheter became stuck with the non- boston scientific guidewire and could be removed alone. The procedure was completed with a different device. There were no patient complications as a result of this event.